Event description:
It was reported that 2 lead kits were opened but not used due to the healthcare provider feeling that the leads seemed slightly bent. A third kit was opened and the lead appeared to be fine and was implanted. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 6000153-2011-07381.

Event description:
Additional information received reported that contact #0 was out of alignment with the other contacts. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of lead model 3389s-40, lot # v777071 determined the distal end of the lead was bent. The continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.